Event description:
It was reported by a customer complaint that the cannula of the infusion set became detached from the base and may have been lost within the body. The reporter stated that he performed a site change. When removing the set he found that a portion of the cannula was not attached and though it may have been left under the skin. The patient saw a doctor. His doctor could not confirm or deny that the cannula was still in his skin.

Manufacturer narrative:
Evaluation summary: one used 6mm 90 degrees insulin infusion set was returned for evaluation. During visual examination it was noted the cannula had broken away .080 inches from where it coincides with the base. The remainder of the cannula appears to have bent. Unable to determine when or how the damage occurred.